Event description:
It was reported by a customer in (B)(6) that, during pt use, the ht50 ventilator alarmed, but it continued cycling. The manometer scaled out, and the light emitting diode (led) for "I : e" was observed to be blinking. Afterwards, the unit stopped cycling, and became inoperative with unresponsive buttons. The pt was transferred to another ventilator. There was no reported pt injury.

Manufacturer narrative:
The ht50 ventilator was not serviced yet, and the investigation is ongoing. (B)(4).